Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be due to operational context of the procedure. It is likely that advancing the absolute pro over the iliac bifurcation caused the shaft to kink or bend such that the shaft lumens were unable to move freely resulting in partial stent deployment into the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, non-tortuous right common iliac artery. The 8.0x80mm absolute pro stent was deployed without issue and when the 6f sheath was removed it was noted that the stent came with it as it had been deployed partially in the sheath. A new sheath and new 9.0x80mm absolute pro were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.